Event description:
It was reported to st. Jude medical that the pt received two inappropriate hv therapies in 2001. One month later the pt came, by ambulance, to the hospital and reported that the pt had received two more therapies. Upon interrogation, there were no stored delivered therapies in the diagnostics. The diagnostics showed two aborted shocks due to rts and noise. The physician attempted to replicate the artifacts, but was only able to produce small artifacts which were not sensed. The physician was unable to determine if the anomaly was produced by the lead or the ICD, so the decision was made to explant both.